Manufacturer narrative:
(B)(4). Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found moisture damage on the [electrical board 1/electrical board 2/force sensor/motor].¿insulin pump¿s history and trace files downloaded successfully using thump software. Critical insulin pump error (open book image) alarm confirmed and was triggered by a insulin pump error 35 fatal alarm confirmed in the history files on (B)(6) 2022 at 13:42:28.000. Force sensor zero offset (within) specification (22.3mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Critical insulin pump error (open book image) alarm and insulin pump error 35 confirmed due to moisture damage at force sensor. Moisture exposure confirmed on the [electrical board 1/electrical board 2/force sensor/motor]. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had condensation under the screen. Customer stated they did not hear fluid when shaking the pump. Customer stated they see fluid under the lcd. Customer stated the insulin pump was not dropped or did not have any cracks. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.